Event description:
Healthcare professional reported after injection with juvederm ultra plus and juvederm ultra in the cheeks, nasolabial folds, and jowls, the pt experienced "swelling, discharge and redness of the skin." Treatment performed included hyaluronidase injections in symptomatic locations and prescription of an unspecified oral antibiotic. It is unk if symptoms have resolved at this time. This is the same event and the same pt reported under MDR ID # 3005113652-2012-00021 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product which juvederm ultra plus.

Manufacturer narrative:
(B)(4). Device labeling: adverse events: postmarket safety surveillance of juvederm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising.